Event description:
A report was forwarded to co that a single head pump s/n 10h4405, in the arterial position had stopped during a bypass procedure. The display showed a(--) flashing display. There was no external light or load light. The perfusionist turned off the pump to reset it and it started up and ran for a few mins and then stopped again. He reset it again at which time it started up and continued to run. The perfusionist chose to change out the pump as a precaution and the case continued without event. There was no pt impact.

Manufacturer narrative:
Coronary heart disease (no code). Bypass, coronary (no code).